Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels displayed as "low" on the continuous glucose monitor. Reportedly, the cause was customer was incorrectly counting carbohydrates and delivered too large of a bolus. The customer required assistance from parent to treat bg level via consumption of carbohydrates, and in one instance, glucagon was administered. Additionally, it was reported that the customer experienced a bg level displayed as "high" on the continuous glucose monitor and moderate ketones. Reportedly, customer was using fiasp for insulin therapy. Bg was addressed via a correction bolus, fluids, and infusion set change. No additional information was provided.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.